Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced chronic pelvic and vaginal area pain; painful intercourse; urinary leakage; continued urinary incontinence; mesh erosion; mesh protrusion; additional surgical procedure; recurrent bladder infections; vaginal infections; urinary retention and painful urination; psychological and emotional suffering. It was reported that patient underwent mesh removal on (B)(6) 2012 and (B)(6) 2013 to alleviate pain and suffering. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted concurrently with vesicourethral suspension, due to urinary incontinence with positive (B)(6) test. The patient experienced pain, erosion of her internal tissues, and the patient has undergone additional surgeries and revisionary procedures. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It has been reported that following insertion the patient experienced mixed urinary incontinence, feels discomfort when she has full bladder and urinary urgency. (B)(4).

Event description:
It has been reported that following insertion the patient experienced mixed urinary incontinence, feels discomfort when she has full bladder and urinary urgency.